Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used : nakanishi performed a simple movement test of the returned device. Nakanishi set a test bur in the handpiece and tried to rotate it by hand to see bearing condition. Nakanishi observed that the bur did not rotate at all. Nakanishi then measured the temperature rise of the handpiece in the following manner. Thermocouples were first attached to the exterior of the device at the head and the elbow. The test setup was prepared to take temperature measurements at the 2 points simultaneously, including a reference measurement at ambient room temperature. Nakanishi rotated the handpiece at 40,000rpm, which is maximum rpm for the motor that drives the handpiece (200,000 rpm for the handpiece), and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the temperature at the head of the handpiece had risen to about 70 degrees c 15 seconds after the beginning of the measurement. The temperature continued to elevate gradually and reached about 100 degrees c 44 seconds after the measurement started. Nakanishi did not observe abnormal temperature at the elbow. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi confirmed damage on the bearing and corrosion of the gear in the head cartridge. Nakanishi also observed abrasive powder accumulated in the head. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to damage and corrosion of the inside parts. When the device was returned to the manufacturer due to the event, the device was only 10-month old. However, manufacturer's observation revealed that the damage, corrosion and contamination of the inside parts had reached to the level which would result in abnormal rotational resistance causing the overheating of the handpiece. As the user manual description states, lack of maintenance causes damage, corrosion and contamination to the inside parts. Nakanishi directed nsk (B)(4) to remind the user of the maintenance instruction included in the user manual. Nakanishi believes this report to have been submitted previously; however nakanishi is re-submitting this report to ensure that FDA has a record of the report in the maude database.

Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. Nakanishi received information that a patient was burned due to overheating of the handpiece, m95l in (B)(6). It took longer to be aware of the burn because the patient was under anesthesia.